Event description:
Information was received based on review of a journal article entitled, "minimally invasive oxford phase 3 unicompartmental knee replacement." This prospective study describes the outcome of the first 1000 phase 3 oxford medial unicompartmental knee replacements implanted using a minimally invasive surgical approach for the recommended indications by two surgeons and followed up independently. A patient was identified in the article that underwent partial knee arthroplasty on an unknown side on an unknown date. Patient follow-up results provided at 5.56 year post-implantation indicates patient underwent a revision surgery on an unknown date due to bearing dislocation with evidence of impingement. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. (B)(4). The article was written by h pandit in bone joint surg (br} 2011;93-8:198¿204. This information was originally reported on 1825034-2015-02246 which referenced a journal article written on a study that this patient took part in.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
Information was received based on review of a journal article entitled, "minimally invasive oxford phase 3 unicompartmental knee replacement." This prospective study describes the outcome of the first 1000 phase 3 oxford medial unicompartmental knee replacements implanted using a minimally invasive surgical approach for the recommended indications by two surgeons and followed up independently. A patient was identified in the article that underwent partial knee arthroplasty on an unknown side on an unknown date. Patient underwent a revision procedure 5.56 years post-implantation due to bearing dislocation with evidence of impingement. During the procedure, the tibial bearing was removed and replaced. There has been no further information provided and the patient outcome is unknown.